Event description:
Baxter engineer reported an infusion pump with potentially damaged battery. This issue was discovered during on-site service. The pump was not in use on a pt when the problem was discovered. The facility did not report any pt injury or medical intervention associated with this pump.

Manufacturer narrative:
Eval summary: the battery history was reviewed and revealed the pump had 13 battery discharges below alarm threshold. Review of complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed.